Event description:
It was reported that prior to starting a da vinci s hysterectomy procedure, during setup the shaft of the 5 mm monopolar cautery instrument was observed to be cracked at the distal end. The instrument was not used in the case. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Complaint of shaft is cracked at the distal end cannot be confirmed. Instrument was visually inspected and main tube is not cracked or broken at the distal end; 5 mm tube is metal, not fiberglass composite like the 8 mm tube. Additional observations not reported by site are damaged tube insulation and a broken electrical contact. Black tube insulation is damaged at the distal end. Insulation is gouged on one side and has a couple of pieces missing roughly 3.35 above the snake wrist, approximately .080 x .025 in size. Electrical contact that sits inside monopolar adapter has one leg broken off. Electrical continuity still passes, but cautery may be intermittent due to one side of contact missing. No other damage found.